Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the central aortic regurgitation was severe, and severity of the pvl was moderate. Subsequently, a non-medtronic transcatheter valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 months and 3 weeks following a transcatheter procedure involving the implantation of a vlv evolutfx-29 valve, during which a pre-implant balloon aortic valvuloplasty was performed due to a bicuspid aortic valve, the patient experienced a suspected paravalvular leak (pvl) and central aortic insufficiency (ai). The ai and pvl led to rehospitalization. The physician indicated that the valve contributed to the symptoms.